Event description:
It was reported that a rise spacer collapsed approximately one month post-operatively. Revision surgery was required.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Comparison of the post-operative and follow-up images provided, does indicate a loss of height of the spacer. Evaluation of the returned device found some discoloration which is consistent with what would be expected after having been implanted for over one year. In addition, the back component where the inserter mates with the spacer, appears to be scratched. Apart from the discoloration and scratch, none of the components appear to be damaged in any way. The exact cause of the reported issue cannot be determined.